Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
This case involves a female end-user who is an experienced catheter user (more than 40 years). She describes that the eyelets on the speedicath compact female catheter are cutting and hurting her and that because of this she has suffered from an infection which necessitated a hospital stay. No further information was provided.